Manufacturer narrative:
Type of reportable event: required intervention. Evaluation summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovitis, right knee effusion (joint effusion); fall. Spontaneous report was received on 03/29/2013 from a physician database extraction regarding a male patient, initials unk with osteoarthritis (grade 2 in 2003 and 2004 and now grade 4). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc injections of 1st, 2nd and 3rd course (experienced fall, tendonitis, and arthroscopic medial and lateral meniscectomy). The patient's age was reported to be of (B)(6) years at the time of first course of synvisc injection series. On (B)(6) 2004, the patient initiated treatment with first intra-articular synvisc (hylan g-f 20) injection of the fourth course in right knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2004, the patient experienced synovitis of right knee that recovered within 24 hours. On an unspecified date, arthrocentesis was performed where 16 cc of yellow joint fluid was aspirated from the right knee. The patient was treated with xylocaine and intraarticular betamethasone for the events of right knee effusion and synovitis. On (B)(6) 2004, the patient received the third synvisc injection. On (B)(6) 2005, the patient had a fall. The action taken with synvisc was not provided. The outcome for the event of right knee effusion and fall was not provided. Concomitant medications were not provided. The intensity for the event of synovitis and right knee effusion was moderate and was not provided for the event of fall. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related ; unrelated with fall and did not provide the relationship with the event of right knee effusion. The qa (quality assurance) investigation results were received on 04/09/2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional information was received on 04/10/2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.